Event description:
There was no pt involvement in this event. This device malfunctioned because the device would not power-on and the status indicators are flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2012 and operated successfully until (B)(6) 2012. Initial testing of the returned device failed to power up using both the returned pad-pak and a test pad-pak. The device was disassembled for investigation and it revealed the c9 capacitor had been damaged probably as a result of an electrical breakdown within the component. This would result in the device failing to power up and confirming the reported fault. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.